Manufacturer narrative:
Investigation summary samples and photos of a 0.5ml syringe were provided. The customer reported that when the shield was removed the needle was broken. The samples and photos were examined, and it was observed that the needle hub/shield assembly was detached from the barrel. No damage to the barrel tip was observed. Due to the batch being unknown, no DHR review can be completed. Bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received (hub separates). Root cause for this defect cannot be determined.

Event description:
It was reported when using the bd insulin syringes with the bd ultra fine¿needle the needle was broken. The following information was provided by the initial reporter. The customer stated: "when the shield was removed, the needle was broken."

Manufacturer narrative:
Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd insulin syringes with the bd ultra fine¿needle the needle was broken. The following information was provided by the initial reporter. The customer stated: "when the shield was removed, the needle was broken."